Event description:
It was reported that the patient had a return of symptoms and today they had water like diarrhea. The patient was implanted for fecal due to diarrhea. The patient was able to use their patient programmer and verified they were currently on program 1 at 2.0v. The patient did not see the lightning bolt in the upper left hand corner and did not recall turning off stimulation. The patient was able to turn on stimulation and verify that the lightning bolt was now in the upper left hand corner and they could feel stimulation. The patient would continue to track their symptoms.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0uweq, implanted: (B)(6) 2015, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).